Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect gen.2 results for one patient sample. Only sodium results were provided for the patient. The initial result was 106 mmol/l and the repeat result was 142 mmol/l. The erroneous result was not reported outside of the laboratory. The patient was not adversely affected. The electrode lot number and expiration date were requested but were not provided. The field service representative found the sipper nozzle was tilted and was not fully in the proper position. He inserted the sipper probe into the housing. He checked the sipper probe alignments, ise electrodes, ise waste sipper, sample probe alignments, and rinse mechanism. All checks were acceptable.